Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, foreign matter was found on a bd connecta¿ stopcock. No injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: bd received eight (8) units for evaluation. The returned samples were visually inspected and the presence of foreign matter on all eight parts was observed. Six of the units contained foreign matter that could be wiped off and two of the units contained black spec embedded into the stopcock housing. These events are manufacturing related and occurred during the molding process. The foreign material came from a dirty cavity that was most likely caused by a water leak in the mold. The black specks are caused when the plastic resin, polycarbonate, burns and gets stuck onto the screw of the molding press or in the manifold of the mold. If it breaks loose it can cause black specks in the parts. All black specks were less than 0.2 mm². A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Investigation conclusion: the conditions noted are molding related.